Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to a "blank, beige screen" and therefore the hard drive was reconfigured and the software was reloaded and updated. It was further noted that both latch tabs had broken off the power cord bay door and therefore the power cord bay assembly was replaced. (B)(4).

Event description:
It was reported that when powered on the programmer would go to a blank "beige" screen and it would not work. The programmer was returned for service. No patient complications have been reported as a result of this event.